Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for maintenance and the additional evaluation findings were as follows: the plastic distal end cover had dents, the bending section cover glue was separated, the switch box had wear and tear, the universal cord had wrinkles, the scope venting connector was damaged and misaligned and the angulations were out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility returned the olympus device, the colonovideoscope, to the olympus service center for maintenance. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged by a white-colored foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.